Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received very dirty, water tank had a small crack on the bottom, front cover had scratches, microswitch bent, quick connect corroded, and the printed circuit board (pcb) was missing all the leds. Functional testing confirmed the complaint when the pump was not circulating. Root cause was attributed to a faulty pump. What caused the pump to fail was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received: event occurred during preventive maintenance. No patients were affected by the error.

Manufacturer narrative:
Other, date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was failing the recirculation solution test. Patient involvement unknown.